Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a surgical procedure, the device broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the device broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.